Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011 follow-up, the physician observed at 9:30 am that: the device was in standby mode. Abnormal battery impedance (14.12kohms) although magnet rate was normal (96min-1). The physician re-initialized and reprogrammed the device without difficulties. At 10:16 am, the physician observed that: the sensing and threshold tests as well as lead impedances were normal. The battery impedance was normal (1.07kohms). The physician asked for an explanation of the reported behavior.